Event description:
New information notes that a cap maintenance was performed before and after hv cybersecurity update. Patient was unaware of situation and felt fine. Device remains implanted. The alert came through merlin.net.

Event description:
New information notes a second excessive charge time on this device. On (B)(6)2018, a merlin pcn alert was noted. Patient was called in and stated he felt vibratory alert. Device was functioning well. Replacing the device was recommended. A cap maintenance was performed. The patient is scheduled to have generator change.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for excessive charge time was observed. Running a manual capacitor maintenance to determine if values are in range was suggested. If in range, the suggestion was to go through with the cybersecurity and bpa update; if not in range, generator change should be considered. No further information available.

Event description:
New information received: the device was explanted due to excessive high voltage charge. No further information available at this time.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the lab. The hv capacitors were sent to the manufacturing site for further evaluation and an found to have a current leakage. The root cause of the extended charge time was by anomalous hv capacitor anomaly.

Event description:
New information notes that the patient did well before, during, and after procedure.